Event description:
Hill-rom received as report the account stating the left intermediate siderail is not latching. The bed was located at the account in the facilities hallway. There was no patient/user injury reported. This report was filed in our complain handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the release needed to be greased due to being stuck. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician greased the release to resolve the issue. Based on this information, no further action is required.